Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks due to atrial fibrillation (af) with ventricular tachycardia (vt) in 2013. Additional information received indicated that this crt-d delivered inappropriate shocks and anti-tachycardia pacing (atp) in 2021. It was unknown whether the patient was symptomatic. Technical services (ts) suggested medicating this rhythm and programming from rhythm ID (rid) to onset/stability to prevent this behavior. This device remains in service. No additional adverse patient effects were reported.